Event description:
It was reported that intermittent low pacing impedance and oversensing noise was seen on the right ventricular (rv) lead. An insulation breach was suspected. No plans to revise the lead. The patient was stable.